Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The blood glucose levels were not reported. Prior to the hospitalization, it was stated that the customer was vomiting. Troubleshooting revealed that the insulin pump was programmed correctly. The insulin pump also passed the prime test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.